Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after the leads were implanted with good measurements, the patient experienced third degree heart block. An emergency resuscitation was performed and the patient was paced externally via merlin programmer. Subsequently the right atrial lead exhibited low impedance. The lead was not used and a new lead was implanted. The patient's condition was stable post procedure.